Event description:
Related manufacturer reference number: 2017865-2025-53445. It was reported that right ventricular and atrial leadless pacemakers exhibited decreased i2i communication throughput leading to a loss of sensed events and increased markers with no regularity when programming the device to dual chamber mode. The system was also in a "programmed pacing off" mode, possibly due to outdated programmer software. It was suspected that changing the device between "programmed pacing off" to aai + vvi mode may have caused the issues. The programmer software was updated, leadless pacemaker system was reinterrogated, and the issues were resolved. Patient symptoms and condition were unknown.

Manufacturer narrative:
Further information was requested but not received.